Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (perforation of schneider's membrane), preceding/simultaneous bone augmentation.